Event description:
It was reported that pericardial effusion and cardiac tamponade occurred. A left atrial appendage (laa) closure procedure was performed, and a 24mm watchman flx pro closure device was implanted on (B)(6) 2026. The patient was noted to have a small effusion at baseline via intracardiac echocardiography (ice) imaging by implanting physician prior to initiation of actual implant procedure and transseptal puncture. The physician noted at time of appendage measurements before choosing a closure device size that the appendage was very close to the pulmonary artery (pa). The clinical measured a distance from appendage edge to inner pa lumen of 4.5mm. There were no issues noted at the end of the procedure, after the physician released the closure device. A 24mm closure device was used and had three (3) partial recaptures and 3 full recaptures without issue. The patient was extubated; the groin was closed with a suture and awoke to baseline status. Eight (8) hours later the physician made the clinical aware that a phone call was received, stating by an emergency room physician at an outlying facility where patient presented, that after discharge the patient was in a vehicle and felt light-headed, the patient presented to rust hospital ER with hypotension and upon bedside echocardiography was found to be in cardiac tamponade with unknown source of pericardial effusion. A pericardiocentesis was performed and a drain was left in place; the patient was being transferred to the intensive care unit (ICU) at implanting facility for observation with a drain left in place. The physician stated that per-ER physician 500cc of blood were drained. The patient was stable at the current time of transfer.